Event description:
Customer admitted to hospital with low blood glucose and vomiting. Insulin programming was checked and it appeared to be okay. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.